Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The initial complaint appeared to be a reportable occurrence. Once the sample was returned the investigation found no breach in sterility of the packaging. Therefore, this event is no longer reportable.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rezj0691 showed no other similar product complaint(s) from this lot number.

Event description:
On (B)(6) 2016- it was reported by user facility that when the user opened a box of two aspira devices, one device was "slit" open. It was said that the outer shipping box was normal, yet the device packaging was compromised.